Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator was received inserted into the cannula; prolonged insertion can cause the envelope seal to become stretched. The tip of the obturator appeared to be melted and peeled back, the plastic tip of the obturator can be melted if it comes into contact with a cauterizing device. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, the device had lump of plastic that sticking out of the head of the obturator and because of this the device was not sliding down the sleeve as it should. They pulled another device to complete the case and resolve the issue. No patient injury has been noted.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, the device had lump of plastic that sticking out of the head of the obturator and because of this the device was not sliding down the sleeve as it should. No patient injury has been noted.